Event description:
It was reported that the 9800 system had poor image quality. The images were intermittently dark. The system was rebooted and this corrected the problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. There was a line monitor placed on the system during the service call. The system was tested and found to be working as intended and put back into service.